Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient with an implantable neurostimulator (ins). Beginning on an unknown date, electrode ¿6¿ was open. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep performed an impedance check and a group impedance on the effected electrode. The rep programmed around the open electrode. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.